Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported failure to adhere or bond could not be replicated as it was related to patient conditions or procedural circumstances. The reported bending of the delivery catheter (dc) shaft was confirmed via returned device analysis. The reported sleeve steering issue could not be confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it was reported that the clip delivery system (cds) was curved more than 90 degrees. It should be noted that the mitraclip instructions for use (IFU) warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. The extreme curves on the cds likely contributed to the reported event. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology or pathology and procedural conditions; in addition, the reported dc shaft bending appears to be related to patient morphology or pathology and the observed bend in the mandrel. The bend in the mandrel was the result of user technique or procedural conditions. The reported sleeve steering issue appears to be related to patient morphology or pathology and procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Correction: the first clip delivery system, referenced in the initial medwatch report filed, was incorrectly identified as cds 50608u20. The correct identification is cds 50608u203. Subsequent to the initial medwatch report filed, the additional information was received: the chordal rupture was suspected to have occurred during the second grasping attempt with the second mitraclip (cds 50612u159). The clip then became caught in the chordae. Once released from the chordae, the stored pressure caused the undeployed clip to "jump" from the left ventricle into the left atrium. Shortly after the clip jumped, the pericardial effusion was noted. The undeployed clip and clip delivery system were removed from the anatomy. Post procedure, the patients mr increased slightly from 3+.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician is unsure what caused the pericardial effusion. No other clip was attempted. The patient was stabilized. There was no additional information provided. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information. The other clip delivery system (B)(4) is filed under a separate manufacturing report number.

Event description:
This is submitted to report the atypical clip movement of the first clip ((B)(4)) which has the potential to cause or contribute to injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ with challenging anatomy. The first clip delivery system ((B)(4)) attempted to grasp the leaflets twice. The failure to grasp was due to difficulty viewing and patient anatomy. During grasping attempts, the cds m knob was possibly over torqued and the cds curved more than 90 degrees. Following, the cds delivery catheter appeared to steer incorrectly in an unanticipated direction. A set (bent) delivery catheter (dc) shaft was noted while in the left ventricle and once retracted into the left atrium. The clip was not implanted and the device was removed without issue. Another cds ((B)(4)) was advanced to the left atrium. Two grasping attempts were made unsuccessfully due to anatomy. During the third grasping attempt, the clip became caught in the chordae. To free the clip, the clip was inverted and guide catheter was gently moved in the posterior and anterior direction. The m knob was slowly rotated. The clip released from the chordae and "jumped" without any deployment. The mr worsened and the physician suspected chordal damage. The second cds was removed from the anatomy. A small pericardial effusion was then noted, treated with pericardiocentesis.